Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-feb-2019 with the following findings:. During investigation, the black box and alarm showed ¿cs088¿ watchdog alarms. The returned battery cap was undamaged and able to fit. The-¿ez-prime¿ steps were performed correctly, the pump alarmed with ¿cs088¿ alarm during the duration test. The pump¿s cover was removed and there was further moisture corrosion was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.